Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. The surgeon commented that they might have pulled the trigger excessively, therefore is a possible root cause of the reported problem; however, without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number (5l95930), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an aclr (anterior cruciate ligament reconstruction) treating acl tear on (B)(6) 2020, it was observed that the second implant did not deploy as it came off the truespan peek. It was confirmed that no fragment was left in the patient's body. There was no surgical delay and no harm to the patient. The device was its first use when the issue occurred. The surgeon commented that he might have pulled the trigger excessively. No additional information was provided.